Event description:
The device was found to be in backup vvi (bvvi) mode due to an event queue overflow. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.